Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause of malfunction:user had an inaccurate reference. Manufacturer contacted customer within 24 hours phone call as well as follow-up phone calls to know whether the symptoms persist; customer informed during the urgent call back, the symptoms persist that condition has improved a little;customer informed that was hospitalized on (B)(6) 2016 and was diagnosed with vertigo, high blood sugar, a stomach virus and high blood pressure. Customer was prescribed medication for dizziness and antibiotics for the stomach virus. Customer was released on (B)(6) 2016. Customer was told at the hospital, the blood sugar level was elevated "possibly" due to the stomach virus; customer tested at the hospital and obtained results 177 mg/dl; customer stated that tested in the morning of call day and obtained test result of 160 mg/dl; on (B)(6) 2016 follow up phone call, customer reported is no longer experiencing any symptoms that feels well; customer has not had medical intervention.

Event description:
Consumer reported complaint for symptoms and high blood glucose test results. The customer is concerned with fasting tests results obtained of 213 mg/dl. The customer's expected fasting blood glucose test result range is 90 to 130 mg/dl. The customer reports symptom of "not feeling right". The customer advised to seek medical attention, customer declined. The product is stored according to specification. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 213 mg/dl. The test strip lot manufacturer's expiration date is 06/30/2017 and open vial date is approximately one to two weeks ago. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer took amaryl after the high results obtained, customer stated the glucose level does not dropped.